Event description:
The reporter indicated that the df1 plug would not pass into the connector block. After several attempts at pushing on the screw, the plug passed through. The physician loaded the caps and turned once before going to the pt. He then inserted the isi plug to test for ease of insertion into both isi ports. The ports were all a little tight, and it took some adjustment with pushing and capping to get all leads connected.

Manufacturer narrative:
An investigation was performed and it was determined that the connector would be modified to improve lead insertion characteristics.